Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Frei, r. Two cases of spinal meningitis linked to intrathecal pump. Interventional pain medicine. 2012. 10:04. Summary: two cases of spinal meningitis after intrathecal drug delivery systems were accessed or refilled have been reported by virginia researchers. The cases were presented at the 2011 annual fall meeting of the american society of regional anesthesia and pain medicine. The report was very important because the first case is the first documented case of direct infection after refill in an intrathecal drug-delivery pump. Reported events: the patient was a (B)(6) female with chronic pain from failed back surgery syndrome. Her pump, in place for three years, was refilled in a single attempt using sterile technique. Eleven days later, the patient began to develop malaise and low back pain with spasms. Cultures from the catheter tip revealed the presence of staphylococcus aureus and coagulase-negative staphylococcus aureus. Cultures from the pump pocket and drug reservoir were negative. The catheter was examined for a foreign body and one was not found. The patient did happen to have a urinary tract infection, but it was positive for escherichia coli only. The physician indicated that the case was particularly intriguing because of the lack of positive cultures and an infection from the refill would indeed be rare. The event date, patient identification, product information, actions/interventions taken, and patient outcome were not reported. Fur ther follow-up was being requested to obtain additional information.